Event description:
Medics analyzed patient and the device advised shock for a non-shockable pulse-less electric activity (pea) heart-rhythm. The medics responded to a call for pt who had collapsed. Upon arrival, the medics found the patient unconscious and vital signs absent (vsa) and attached the device to the patient via multi-function electrodes. The medics initiated an analysis of the patient and received a "shock advised" determination, then administered a 120 joule shock to the patient. The patient was then re-analyzed and the device again returned a "shock advised" determination however, during the device charging sequence, the device lost power due to a battery failure. The medics inserted a fresh battery into the device and the unit powered back on. A third analysis of the patient was initiated and a "no shock advised" determination was returned. The medics initiated a one-minute session of CPR and then re-analyzed the patient a fourth time. The device returned a "no shock advised" determination. The medics then performed another session of CPR and continued to treat the patient. At that time, a paramedic crew also responding to the call arrived and assumed treatment of the patient. The medics continued basic life saving treatment to the patient and initiated a fifth analysis of the patient. The device returned a "no shock advised" determination. The paramedics determined the need to transport the patient and the patient was transported to a nearby medical facility. At that time, there was no return of spontaneous circulation by the patient. The patient subsequently expired.